Event description:
The physician was placing in esophageal z-stent in a 46-yr-old female pt with med conditions unk. A wire guide was placed into the small intestine. A z-stent sys was placed over the wire guide and deployment was verified fluoroscopically. The wire guide caught in the open cage of the z-stent. A snare was used to correct the position as well as rat tooth forceps without success. The procedure was abandoned and the pt was sent to surgery 2 days later to remove the z-stent sys. The pt is reported to be in satisfactory condition and no further complications occurred. The instructions for use state "ensure that the guiding catheter is centered along the axis of the stent."